Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The reported problem was duplicated, and the cause was a defective motor. The device was on the end-of-life support, so repair activities were performed.

Event description:
It was reported that the device had a motor rotation problem. There was no patient involvement.